Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to the urgent clinic and was diagnosed with a skin infection. For treatment, the patient was prescribed cephalexin at 500 mg to take 4 times per day for 10 days and doxycycline at 100 mg to take 2 times per day for 5 days. The pod was worn longer than 48 hours on infusion site. The patient was discharged after 30 minutes. The pod was discarded.

Manufacturer narrative:
Investigation results found no damages or deficiencies that would cause the reported infection at the infusion site. The exact cause of the reported event could not be determined. The download data shows that the device generated an 0x18 alarm, indicating an empty. Upon opening the device, the reservoir was confirmed to be empty. Fluid flowed freely through the complete fluid path.